Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site to examine the medtronic imaging system, revealing that the dingus was off by one tooth. The representative repaired this issue without part replacement, then performed an imaging system check-out and tested areas passed. System performed as intended. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative was notified by the site that while in a spinal fusion procedure, the medtronic imaging system door became stuck (would not open with the pendant keys). The site was able to open door manually using the hand tools but could not be reclosed. Medtronic imaging was aborted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.